Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly; unable to verify button error alarm due to the blank display. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump is not turning on. The customer attempted to change battery and didn't resolve the issue. Customer stated the insulin pump had moisture damage; received a button error, unresponsive keypad and shut down. Customer also mentioned they received a failed battery even though the battery was full. Customer stated they had reverted to shots. Customer declined troubleshooting, due to current issues. The customer's blood glucose was 148mg/dl. Customer agreed on returning insulin pump for analysis.